Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4), alleging that their onetouch ultra2 meter displayed an error 1 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged error 1 message began on (B)(6) 2015 at 7:00am. The patient manages their diabetes with pills with diet and/or exercise. The patient stated that they increased their exercise for "1 year" in response to the alleged product issue. The patient claimed to have developed the symptom of "need to urinate often" on (B)(6) 2015 at 8:00pm; however, they denied having received any treatment. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: the patient claimed to have developed the symptom of "need to urinate often" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.